Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-mar-2023. The device evaluation was completed on 04-apr-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician considers that the cause of this adverse event was the procedure/patient condition. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, pericardial effusion was noticed. They reported the anesthesiologist noticed a drop in blood pressure. A drain was placed and 1500 ml of fluid was removed from the site. The pericardial effusion was confirmed by eco. The medical intervention provided was the drain being placed and the fluid is removed. The patient will be under observation overnight in the intensive care unit (ICU) department. The patient was reported to be in stable condition. Additional information was received: the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure/patient condition. Relevant tests/laboratory data- imaging via fluoroscopy, intracardiac ultrasound and transthoracic ultrasound-cardiac monitoring via ECG and intracardiac egms-vitals and sedation monitored by anesthesia. Other relevant history- patient had history of multiple prior ablation procedures. Two transseptal punctures were performed with abbott brk-1 89cm; ref# 407215 and abbott brk-1 71cm ; ref# 407201. Prior to noting the cardiac tamponade, ablation was performed. There was no observed evidence of steam pop. The event occurred during the ablation phase. Thermocool® smart touch® sf bi-directional navigation catheter was in use at 40w power, default 15ml/min flow setting. Correct catheter settings were selected on the generator. Pump was running at ¿high¿ setting for 40w power setting. No error messages observed on biosense webster equipment during the procedure. Force visualization features used was dashboard, vector and visitag. Visitag module was used, parameters for stability was -3mm tag size; -2.5mm, 3s; -25%,3g. Respiratory gating filter was active. Surpoint tag index coloring was used for visitag.